Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 694765 implantable tachy lead, implanted: (B)(6) 2007; product ID: 310c31 tissue valve implanted: (B)(6) 2011; product ID: 5076-52 implantable pacing lead implanted: (B)(6) 2005. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that at a lead revision the longevity of the device was estimated to be another 5-7 months even though it had only been implanted for 18 months. The physician did not have confidence in the device battery, so it was explanted and replaced. No patient complications have been reported as a result of this event.